Manufacturer narrative:
The field service engineer did not find a specific cause for the event. He performed a check of the probe, checked adjustments, checked the gear pump, and the overall operation of the module, and completed a precision run to verify the instrument. As the qc recovery was within the customer's established ranges, there was no indication of a performance issue with the reagent. The analyzer alarm trace indicated abnormal aspiration alarms and sample clot detection alarms were present at the time of the event. The available data indicate the event is consistent with a mis-sampling of the patient sample which is caused mainly by poor sample quality. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
We received an allegation about discrepant sodium (na) ise assay result for 1 patient's serum sample tested on a cobas pro ise analytical unit compared to a different cobas pro ise analytical unit. On (B)(6) 2023 the initial result was 150 mmol/l. On (B)(6) 2023 the repeat result was 144 mmol/l. The questionable results were reported outside the laboratory. The physician questioned the result and requested a repeat. The sample was then repeated. The repeat result was deemed to be correct. The na electrode lot number was e5820. The expiration date was not provided.

Manufacturer narrative:
Qc recovery was acceptable. Investigation is ongoing. H3 other text : na.